Event description:
The pt is a (B)(6) male who, approx six years ago, was involved in a motorcycle accident. He sustained an open right tibial shaft fracture with associated fibula fracture. He underwent intermedullary nailing at the outside hospital. He did require an exchange nailing procedure approx one year subsequent to achieve bony union. In 2008, the pt was supposed to get all inter-locking screws removed; however, they were unable to remove these secondary to the screws stripping. On (B)(6) 2011, an attempt was made to remove the two interlocking screws and the intramedullary nail. Both screws were removed successfully. A smith & nephew extraction jig was threaded into the top portion of the nail. During the extraction process, the proximal end of the extractor fractured. About 2cm of the extractor broke off inside the nail. The retained portion of the extractor is buried well below the surface of the nail. It should not irritate tissue or cause any more symptoms.